Event description:
The pt reported loss of stimulation after having orthopedic surgery for a broken arm. An advanced bionics representative performed device evaluation. The problem was confirmed. Pt was implanted with a new advanced bionics spinal cord stimulator.